Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime at 4.0 pounds during prime test due to faulty force sensor system. The motor passed motor test. The pump had scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 197 mg/dl. The customer stated that the motor error occurred during bolus. The customer stated that she put in a new site and forgot to finish priming it. The customer stated that the pump was not exposed to strong magnetic field or MRI. The customer was able to rewind the pump. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.